Event description:
Indication: nonfamilial hypogammaglobulinemia; nonfamilial hypogammaglobulinemia. Strength: cutaquig 4gm/24ml and 2gm/12ml. Pt reports her pump (serial number: unknown; maintenance due date: unknown) broke. No specifics provided. No adverse event(s), missed dose(s] or interruption to therapy reported. Pharmacy sending new pump. Unknown if pump associated with event is available for return. No further details. Reported to (B)(6) by: patient/caregiver.